Manufacturer narrative:
The system and the monitor were checked by local service. The engineer confirmed that the metal plate the monitor was affixed to was wavy. The engineer removed the metal tape and correctly attached the monitor. The system was brought back to specifications. This report was submitted january 5, 2017. Customer's address: (B)(6).

Event description:
It was reported that a protective cover on the reference monitor on the uroskop omnia system fell down during an examination with a patient on the table. The corner of the cover struck the patient on the cheek causing some bleeding. The bleeding stopped 2.5 hours later. The reported event occurred in (B)(6).

Manufacturer narrative:
Incorrect information was entered in the follow-up report version 1 and the narrative is not associated with the reported event. Please see the correct narrative below. The affected monitors with protective cover were requested for further investigation, however, only the protective cover was provided. The metal strips were sent to the factory for the investigation as well, however, they have not arrived. According to the provided photos from the customer site, both strips on the monitor were curved. Due to this the magnetic adhesion was very limited. The production line was checked; the material testing lab and the supplier investigated this issue as well. All these actions could not confirm any malfunction. The issue was neither caused by a manufacturing defect nor an assembly error nor by external influences such as cleaning agent, humidity or temperature. It is assumed that only the following workflow could have caused this issue: the affected strips were locally peeled off both affected strips. Therefore, the strips got bent. As they were later reattached, this strongly reduced the magnetic adhesion of the protective cover. The investigation of the returned protective cover showed a small crack which was probably caused by the described fall. The check of the actual manufacturing documents ((B)(4)) showed that a hint is available. It states that after affixing, the cover may not be moved for four hours to ensure drying and hardening of the glue. A further hint (within the manufacturing documentation) states that the fixed metal strips may only be used once. This hint is planned to be added to the customer service documentation. Furthermore, another hint within the service documentation ("replacement of parts - td00-000.841.37.03.02") is planned to be added stating that in case of replacement of the monitor mrdc-1119 (10594707) a protective cover must also be ordered and the metal strips may only be used once. The protective cover was replaced at the facility. The spare part consumption of the affected protective cover was checked and shows normal values below threshold. This corrective report was submitted may 11, 2017.

Manufacturer narrative:
The reported issue was investigated in detail. The investigation showed that the described behavior was caused by to a software error in combination with a special workflow when the system tries to compensate a sid-difference (source-image-distance). The hand grips at the detector stand automatically retract before an (automatic) movement starts. The following preconditions were determined which lead to the described behavior: the handgrips are extended. The customer presses a button e.g. "Move to ogp position." The handgrips start to retract; the system does not otherwise move and waits until the handgrips are retracted. Before the handgrips have been completely retracted, the customer releases the "move to ogp position" button and presses it again. These preconditions caused that the movement command to the hand grips "hangs" in the software. The system is fully operational at the customer site and there are no limitations to the unit's functions unless the following workflow is performed: switch to examination mode. Select an ogp with sid tracking. Center tube to detector (sid tracking is active). Switch to patient mode. Change the sid (e.g. From 115cm to 100cm). Switch to examination mode. Select again the ogp with sid tracking (tube is still centered to the detector). If the described above workflow is followed, the described issues may occur. However, several workarounds are available to avoid this behavior. The reported issue will be resolved with a software update version ve30b which is planned to be released for the installed base in q3/2017. This report was submitted may 2, 2017.